Event description:
It was reported the right ventricular (rv) lead had a steady rise in impedance from 600 ohms to 1756 ohms and a suspected fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation and inner tubing were kinked/buckled, the outer insulation was breached cut and had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, damaged guidetooth, there was apparent explant damage, the lead was returned with the steroid ring missing from the tip electrode and the lead was stretched.